Event description:
It was reported that the vns patient's device was explanted due to pain and that there were no plans for replacement. Follow-up revealed that the patient has experienced pain around the device in the neck and on the left side of the chest. The relationship of the pain event to vns therapy is unk at this time. Several therapies were tried to resolve the pain but were unsuccessful, therefore, the physician decided to explant the device as a last option. No specific device issues were reported. It was indicated that the patient's pain was constant and existent even when the generator was programmed to 0 ma. Both the lead and generator were explanted from the patient. Good faith attempts to obtain products for product analyses have been unsuccessful to date. It is unk at this time if the patient's pain event resolved after the vns device was explanted as the patient has not followed up with the neurologist since the explant.